Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "when the nurse was peeling the tyvek sheet of the outer blister pack, the inner tyvek sheet had stuck on the inside of the tyvek sheet of the outer blister pack. Therefore, the surgeon used a spare screw instead of it."